Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose values were 500 mg/dl, 400 mg/dl. The customer also reported other blood glucose values such as over 200 mg/dl, 230 mg/dl, 339 mg/dl. The customer treated for high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer stated that the drive support cap appears to be normal. The customer was reported that the insulin pump was passed displacement test. The customer was reported that the reservoir had air bubble. The customer was assisted with troubleshooting and reported that they did not able to remove air bubbles. The devices will not be returned for analysis.